Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited high, out-of-range defibrillation impedance. A diagnostic anomaly was also noted that the defibrillation impedance out of range alert was missing and that the lifetime ranges were absent from testing results. No intervention was performed. The patient had no adverse consequences due to the event.

Manufacturer narrative:
The reported event of out-of-range impedance values was confirmed. Based on the information provided, it was determined that the impedance values have been out of range since implant, indicating an issue with the right ventricular lead. No device malfunction was observed.